Event description:
It was reported that the surgeon had performed a laparoscopic lysis of adhesions in 2002. A few days after the laparoscopy, the pt developed diffuse abdominal pain, distention, and symptoms of partial small bowel obstruction. Their white blood count and temperature were normal. The surgeon treated pt conservatively but their pain and bowel symptoms persisted. Approximately three months later he performed and exploratory laparotomy. He described the bowel as "cemented" with intense inflammatory reaction. He noted that there were no planes. He performed extensive lysis of adhesions for approximaetly 7 hours. The pt recovered slowly. The surgeon feels that this was a reaction to gynecare intergel.